Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: received for analysis a package with product code w2860. Upon visual inspection, the sample was observed with a foreign matter that appear to be caught trough the seal area. The materials were analyzed using fourier transform infrared spectroscopy (ftir), which identifies polymer composition based on wavelength absorbance. The foreign material was analyzed using a scanning electron microscope (sem). The material was determined to not be hair, based on the absence of cuticular ridges.the results of the foreign matter appears to be a piece of suture that was also observed to be passing trough the seal area. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned h6. Investigation findings: c22 ¿ photo evaluation a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H3 photo investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a package with product code w2860. Upon visual inspection, the sample was observed with a foreign matter that appear to be caught trough the seal area. Sample was received at cincinnati for further analysis. The materials were analyzed using fourier transform infrared spectroscopy (ftir), which identifies polymer composition based on wavelength absorbance. The foreign material was analyzed using a scanning electron microscope (sem). The material was determined to not be hair, based on the absence of cuticular ridges. The results of the foreign matter appears to be a piece of suture that was also observed to be passing trough the seal area. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, it was that a foreign substance has been found in the package. It seems to be a strand of hair, and the hospital has officially inquired for a detailed inspection regarding both the foreign substance and the reason it got into the package. No adverse patient consequences were reported. Additional information was requested.